Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would boot to the self-test in progress screen, but would not complete the self-test and would reboot itself continuously. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or duplicate the reported power issue. Physio replaced the system control pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system control pcb assembly, however further cause could not be determined. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would boot to the self-test in progress screen, but would not complete the self-test and would reboot itself continuously. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.